Event description:
The manufacturer received information alleging a device failed a test step related to active exhalation control module. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a device failed a test step related to active exhalation control module. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In the previous follow up report section h10 was incorectly captured, it should have been reported as: the manufacturer previously received information alleging a device failed a test step related to active exhalation control module. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a device failed a test step related to active exhalation control module. The device was not in patient use. The device was returned to the manufacturer for evaluation and the allegation of test failure was not duplicated. During the evaluation, service required alarms were observed in the device's downloaded error log, indicating a failure of the device's power buzzer and therapy buzzer. The device's system board will be replaced to address the issues.